Manufacturer narrative:
Manufacturing site: asahi intecc ((B)(4)) co., ltd., (B)(4), registration number: (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. The returned regalia guidewire had its coil wire elongated approximately 160cm in length, the polymer jacket was ruptured along the coil elongation, and the distal portion of the guidewire was missing. Twisting of the coil wire was observed at the fracture site. The rupture site of the polymer jacket was observed under a microscope. It was found that the polymer jacket was ruptured at the middle solder. Elongation of the coil wire also started at the middle solder. At approximately 15mm distal to the middle solder, the core wire was fractured due to twisting and pulling force. Measuring all parts of the returned regalia guidewire, it revealed the guidewire was missing approximately 10mm of the coil and core wires and approximately 25m of the polymer jacket. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. There was no indication of product deficiency. Based on the obtained information and the investigation outcome, it is presumed that rotational and/or pushing-pulling force was inadvertently applied while the distal portion of the guidewire was trapped by the calcified lesion or the peripheral vessel. When the accumulated manipulation force exceeded the guidewire's design limit, it resulted in fracture of the guidewire. The coil elongation and the polymer jacket rupture were thought to be occurred by pulling force that was applied during removal of the guidewire. The warnings section of the IFU states: never push, auger, withdraw, or torque a guidewire that meets the resistance. Torquing or pushing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any bucking of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. -when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction.

Event description:
Reportedly, during pta for treating a lesion in the left peroneal artery, the left distal anterior tibial artery, and the pedal arch, a regalia guidewire was placed in the pedal arch using a support catheter. While removing the regalia wire, the doctor noticed superficial coating of the distal wire had broken off the wire. It was a small coating, which did not cause any flow limitation. The patient had no known debris left behind in the vasculature.